Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a contact detach infusion set, citing supply issues and performing three supply changes before administering a subcutaneous insulin pen injection; the reported glucose was over 400 mg/dl. Symptoms included high blood glucose. Outcomes included the need for manual insulin administration. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.